Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. Device was received with normal operating currents. No damage found on the lcd isolation tape noted. Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Rewind functioned properly during testing and no unexpected noise during rewind operation noted. No rewind anomaly noted during testing. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
Diabetes clinical manager reported via phone call that the insulin pump does not always rewind. The customer confirmed that the issue has been happening since (B)(6) 2015 and her blood glucose has been from 400 up to over 600 mg/dl. The customer was asked if there could be a keypad issue, but she stated that it only occurs when rewinding and not on any other screen; the act button did not respond when trying to rewind that morning and when it finally did, the screen went blank. It was stated that the insulin pump makes a humming sound and one time, it rewound without even touching it. The insulin pump was replaced and returned for analysis.